Event description:
It was reported that an increase in right ventricular capture threshold had occurred. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.